Manufacturer narrative:
Please note that the exact event date is unknown, so the date of (B)(4) 3013 which is the alert date is being used. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during the procedure, the balloon of the 80 cm. Palmaz genesis 10 x 59 mm. Stent mounted on an opta pro balloon catheter (bc) delivery system (sds) could not be inflated. There was no reported patient injury. The exact date of the event is unknown. The stent was not deployed and was successfully removed from the patient. Addendum: additional information received indicated that: the balloon could not be inflated completely in the patient. A hole in the balloon was observed. The procedure has been successfully finished with a same like product and without patient consequences. The product will be available for investigation. The stent is still mounted on the sds to be returned for analysis. There was no other product issue noted either post-procedure or prior to shipping. No additional information including target lesion information is available.

Manufacturer narrative:
The report received from the affiliate indicated that during the procedure, the opta pro balloon catheter (bc) delivery system (sds) with an 80 cm. Palmaz genesis 10 x 59 mm. Stent mounted could not be inflated. The stent was not deployed and was successfully removed from the patient. It was confirmed during investigation that the stent remained on the balloon when removed from the patient. The stent was still mounted on the sds and was returned for analysis. There was no reported patient injury. The exact date of the event is unknown. Additional information received indicated that a hole in the balloon was observed, however it was unknown how the hole was detected by the user. The procedure was successfully finished with a same like product. There was no other product issue noted either post-procedure or prior to shipping. No additional information including target lesion information is available. The product was returned for inspection. One non-sterile catheter sds genesis 10 x 59mm 80cm pro was received coiled inside a plastic bag. The balloon was not previously inflated. Blood residues were noted in the balloon. The stent was not received. Crimping marks were noted in the balloon. An attempt to remove the residues of dried blood was made unsuccessfully, therefore inflation test could not be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer could not be confirmed due to the inability to remove the blood residues to perform inflation test. However, the balloon was received not previously inflated. The reporter indicated that the product was removed from the patient with the stent mounted on the balloon, however the stent was not received. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the inability to inflate the balloon experienced by the customer. Based on the device history record review, there is no indication that the inflation difficulty might be related to the device manufacturing process. Therefore, no corrective actions will be taken at this time. Therefore, no corrective/preventive action will be taken.